Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see MFR report number 3004209178-2011-80072.

Event description:
The customer reported that he was hospitalized for diabetic ketoacidosis, with blood glucose levels over 500 mg/dl. The customer also stated that the inserter for the infusion sets broke, and he has been inserting manually. Advised that an inserter would be sent to him. Nothing further was reported.